Event description:
The reporter stated that technician opened the vial of a cq2015a collamer aspheric three piece lens and noted there were two lenses in the vial. The lenses were not removed from the vial and were not used. There was no pt contact.

Manufacturer narrative:
Evaluation: method, results: visual inspection of the returned product found two lenses in the lens vial. There was no visible damage to the lenses. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.